Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the device was turned on, it showed a red light and beeped. Patient involvement was unknown.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be confirmed. Device worked as intended. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.